Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the physician for the patient with this implantable cardioverter defibrillator (ICD) contacted technical services (ts) to review stored ventricular tachycardia (vt) episodes. Ts reviewed the episodes and noted that all programmed therapy had been exhausted for the episode in question. Reprogramming adjustments were performed, as the anti-tachycardia pacing (atp) delivered was ineffective in terminating the rhythm. Additionally, the company representative inquired about other episodes in which no therapy was delivered. Ts explained that the device was not programmed to deliver therapy in the zones in which those rhythms occurred. This device remains in service. No adverse patient effects were reported.